Event description:
The customer initially called for assistance in running the control test on the contour next. During the call he received three control results the meter did not automatically mark as control tests, which will be displayed as blood results when accessing the meter's memory. No adverse event was alleged. The customer was advised to return the control solution for investigation. New control, strips and meter were sent to the customer.